Event description:
It was reported that the pt underwent mitral valve repair. Upon completion of the repair and taking the pt off-pump, a trans-esophageal echo showed mitral regurgitation. The pt was put back on pump and surgeon went back in and found suture breakage. The surgeon decided at that point to replace the valve. Five to six weeks later the pt exhibited congestive heart failure and was returned to surgery. Physician noted the sutures had pulled through the annulus. Another valve replacement was performed. Approximately 7 weeks after this repair the pt was referred to the facility for evaluation for the need for a 3rd valve replacement. The circumstances around this possible third replacement are unknown.